Event description:
Complainant alleged that medics responded to a call for a pt who had suffered a cardiac arrest during a walking race. The device was attached to the pt via electrode pads and the pt's heart rhythm was analyzed and the device returned a "shock advised" determination for a ventricular fibrillation heart rhythm. The medics then administered a 120 joule shock to the pt and converted the pt's rhythm to pulseless electrical activity algorithm. After several moments, the pt's heart rhythm reverted back to ventricular fibrillation. The medics initiated a second analysis of the pt, however the device displayed a "no shock advised" message to what appeared to be a ventricular fibrillation heart rhythm. The user turned the device into manual mode and discharged a second shock of 150 joules to the pt. Complainant indicated that the pt subsequently expired.